Event description:
Customer reported having high bg's over past two weeks. At the time customer was at work, would call back to troubleshoot. Customer called back and contacted customer service to complete trouble shooting. During high pressure test pump did not alarm. Advised customer to contact md regarding possible site issues. Explained high blood glucose rule.